Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the device had network communication issues was confirmed and replicated during the investigation. The issue was determined to be caused by a defective wireless communication board. The pcu network status was selected to display the wireless configuration on the suspect pcd. The wireless status was displayed with the status ¿invalid configuration¿. Bd¿s network configuration was then uploaded to the suspect pcu to observe the device network functionality. Wireless status was displayed with the same status and unknown ssid. A known-good dchu wireless network card was temporarily installed in the pcu fortesting purposes only. Bd¿s network configuration was uploaded again in the suspect pcu to observe the device network functionality. The wireless status showed to be ¿associated¿ with ssid being mnetwifi, confirming a malfunctioning wireless network card. The date of the event provided by the customer was noted to be 25 july 2025; time was not provided. During error log analysis, it was observed that a total of twenty-one (21) occurrences of error codes related to network issues, beginning from (B)(6) 2025 at 7:40 am until (B)(6) 2025 at 7:43 am, notifying the user that communication interface board (cib) initialization has failed. The last infusion observed during the event log analysis of the suspect pcu was from (B)(6) 2025 at 8:57 pm through 10:10 pm. On (B)(6) 2025, at 8:53 pm to 8:57 pm, pump module (s/n (B)(6)) on channel a was programmed by the user for a primary infusion with the following parameters: unknown drug, rate = 999 ml/h, vtbi = 50 ml. According to the alaris system user manual v12.3.1 if the status appears as ¿disabled¿ or ¿invalid¿ and the wireless connection soft key is inactive (grayed out) it could be for one of the following reasons: - system maintenance was used to disable the wireless connection. - the cf card flashing process was done without the programming of the proper appconfig file (v9.12 or later). - a valid network configuration has not been transferred. There was no patient involvement. Notes to repair center: device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device will not accept network configuration says invalid configuration. There was no patient involvement.